Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: 00434903611, glenosphere 36 mm diameter, lot 62644171.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Baseplate along with the glenosphere and two screws are returned for evaluation. Visual inspection showed that the post of the baseplate had fractured and the fractured portion was not returned. The baseplate and glenosphere are seized and could not be disassembled. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part # unk, glenosphere, lot # unk, part # unk, liner, lot # unk, part # unk, humeral stem, lot # unk. Event occurred in (B)(6).

Event description:
It was reported that approximately 12 years post implantation, the patient underwent a revision of the r shoulder due to fracturing of the baseplate. Surgeon indicated insignificant trauma to the shoulder. Attempts have been made and no further information has been provided.